Event description:
A non-healthcare professional reported that the cutter stopped actuating and cutting before vitrectomy surgery. The procedure was completed by pausing and turning the cut rate down to 10,000 cuts per minute. There was no reported information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).